Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that pump stoppages were noticed on the system controller log file. The system controller was exchanged for another system controller and no further problems have been reported.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.